Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the left anterior descending (lad) artery with the use of an unspecified stent. Cardiopulmonary resuscitation (CPR) was started after stent implant; the stent was noted as patent, however, there was a hazy distal area in the vessel. Extra-corporeal membrane oxygenation (ECMO) was used. The graftmaster stent was successfully deployed and sealed the vessel; no evidence of tamponade; no pericardial fluid. CPR was continued for approximately 90 minutes without patient response. The patient expired in the catheterization lab. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel; the delivery system was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the jostent graftmaster over the wire (otw), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.